Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely damage from external forces. This issue is addressed in the instructions for use (IFU): "do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result."

Manufacturer narrative:
The device was returned to olympus for evaluation where the damaged endoscopic probe was identified. A supplemental will be submitted if additional information becomes available following investigation. The endoscope has been repaired and returned to the customer.

Event description:
The device was returned to olympus for repair. During evaluation, the repair center identified scratches and broken braids on the endoscopic probe. There was no patient involvement; the reportable malfunction was found during service.